Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's diabetic trainer reported via phone call of low and high blood glucose readings from the insulin pump. The trainer stated that the customer experienced hypoglycemic episodes every day and high blood glucose readings. The trainer stated that there were extreme lows and they entered 958 carbs into the pump. The customer was concerned about fixing it and about going forward. The customer had a limit on the carbs and had to bolus. The customer was advised to call back to troubleshoot.